Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 13 2007. Evaluation summary:during product evaluation, the air in line printed circuit board (ail pcb) was out of calibration was observed. The failure code 814:04 confirms the ail pcb condition. This failure code is manifested as a result of the ail pcb being out of calibration. The ail pcb was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA. The facility reported the infusion pump with a failure code 814:04 which was reported to have occurred during biomed testing.

Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with condition of the air in line printed circuit board (ail pcb) was found to be out of calibration. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.